Event description:
It was reported that, the following devices were received as blind unit. This report is for one (1) 5mm hex flexible screwdriver. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: initial reporter is a j&j employee. A device history record (DHR) review was conducted: visual inspection: the 5mm hex flexible screwdriver was received at us cq. Upon visual inspection of the physical device, it was observed that the tip of the device is broken and fragments were not returned. No other issues were identified with the returned device. Dimensional inspection: dimensional inspection of the received device was performed at cq the shaft diameter of the device was intended to be measuring from 8 mm +/- 0.2mm and was measured to be 7.98 mm (ca215p) which was within the specification as per the drawing se_061886, rev j. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revisions were reviewed. Conclusion: the complaint was confirmed for the 5mm hex flexible screwdriver. The unintended external forces might have contributed to the reported complaint condition. There was no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.